Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic right hemicolectomy, at the 1st firing during the functional end to end anastomosis reconstruction, even though the doctor tried to fire, the device did not work and firing was unable to be performed. Although the cartridge was replaced, it was still unable to fire. Then the handle was replaced and firing was performed without problems. There was no patient injury.